Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for erratic and hi blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi, 147, 350 and 389 mg/dl. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 83 mg/dl using true metrix meter. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 08/16/2022 (expired) and open vial date is (B)(6) 2022. The meter memory was reviewed for previous test result history: (B)(6).